Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was air bubbles in the gel, foreign matter in the tube(s) biological and non-biological, and no label or missing label information. The following information was provided by the initial reporter. The customer stated: "the following issues were found in tubes: air bubbles ×96, fm in tube x2, fm in gel x30, defective marking x24, spot in tube x3, dirty tube x2."

Manufacturer narrative:
H6: investigation: bd received eleven (11) samples and one hundred and sixty (160) photos for investigation. The samples and photos were reviewed and the customer¿s indicated failure mode for 'scratched tubes, foreign matter (fm) in gel, printing defect, gel air bubbles' with the incident lot was observed. Bd determined that the indicated failure modes are attributed to: 1the black fm in the tube appears to be a piece of burnt silica. The white fm in the gel would be inadequate mixing of material used in the gel manufacturing process. The brown fm in the tube appears to be rubber coming from the stopper manufacturing process. Inadequate purging of the line resulted in further processing of the tube. Additional housekeeping has been implemented in the tubes operation to mitigate foreign matter. The scratched tube would be an equipment jam prior to the tube evacuation process with an incomplete purge of tubes affected by the jam. The defective marking on the tubes is a felt pad used for ink application dislodging from the labeling equipment. An incomplete line clearance did not cull all affected tubes. Gel air bubbles may occur in tubes when inadequate purging occurs during gel drum changes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. CAPA #2201538 was initiated. H3 other text: see h10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was air bubbles in the gel, foreign matter in the tube(s) biological and non-biological, and no label or missing label information. The following information was provided by the initial reporter. The customer stated: "the following issues were found in tubes: air bubbles ×96; fm in tube x2; fm in gel x30; defective marking x24; spot in tube x3; dirty tube x2".